Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain, pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stones. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), anxiety ("anxiety"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, vaginal discharge and urinary incontinence had not resolved. The reporter considered anxiety, bladder disorder, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion . Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2012 and removal date ((B)(6) 2017) added. Events abnormal bleeding (vaginal,) abnormal bleeding (menorrhagia), uti, anxiety, bladder problems or changes, urinary problems or changes, migraines/headaches, dysmenorrhea (cramping), vaginal discharge and urinary incontinence added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain, pain") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stones. Concurrent conditions included chest pain, shortness of breath, hematuria, flank pain, hypotension, obesity, nausea, abdominal pain, asthma, hyperparathyroidism, gerd, palpitations, kidney stones and hypercholesterolemia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 months 14 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). On (B)(6) 2013, the patient experienced anxiety ("anxiety/mental anguish"). On (B)(6) 2017, the patient experienced stress urinary incontinence ("stress urinary incontinence"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (partial hysterectomy with bilateral sapingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, migraine, vaginal discharge and stress urinary incontinence had not resolved and the headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, stress urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 24-jul-2012: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 19-sep-2018: plaintiff fact sheet received: event headache and abdominal pain were added. Event urinary incontinence was coded to stress urinary incontinence. Outcome of events pelvic pain and dysmenorrhea changed to recovering /resolving. Insertion dated updated. Mental anguish clubbed with earlier event anxiety. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain, pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones. Concurrent conditions included chest pain, shortness of breath, hematuria, flank pain, hypotension, obesity, nausea, abdominal pain, asthma, hyperparathyroidism, gerd, palpitations, kidney stones, hypercholesterolemia, supraventricular tachycardia and blood cholesterol abnormal. Concomitant products included lorazepam, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 3 months 14 days after insertion of essure. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). On (B)(6) 2013, the patient experienced anxiety ("anxiety/mental anguish"). On (B)(6) 2017, the patient experienced stress urinary incontinence ("stress urinary incontinence"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with acetylsalicylic acid (aspirin), simvastatin and surgery (partial hysterectomy with bilateral sapingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved, the urinary tract infection, anxiety, migraine, vaginal discharge and stress urinary incontinence had not resolved and the headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, stress urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding and bladder/urinary problems. Discrepancy noted: date of removal (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of events abnormal bleeding and bladder/urinary problems was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.